Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that e and a codes on pump had a insulin pump shut down, gear was slower than before during priming process and button sticky sometimes has to double press to get response. The customer's blood glucose value was unknown. The insulin pump had failed battery test and diminished battery life. The insulin pump will not be returned for analysis.